Event description:
Medtronic received information that this bioprosthetic valve, implanted an unknown duration, was exhibiting pulmonary valve dysfunction with a mean gradient by doppler of 69 mm/hg with right ventricular dysfunction. It was reported that the patient was asymptomatic, however, was reoperated and the valve was replaced with a pulmonary homograft. There were no patient effects, and the event resolved with no sequelae.

Manufacturer narrative:
Product analysis/conclusion: additional information and the product serial number has been requested, however, not received. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Furthermore, without the serial number a device history review could not be performed. Should the product be returned or additional information provided, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.